Event description:
It was reported that during an unknown procedure, the device could not fire during the procedure. Changed another one to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? What color reload? Cs40g and green reload. On what tissue type was the device used? Colon. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? Unk. Was the spike of the trocar inserted lateral or through the staple line? Unk. What confirmation did the surgeon receive that the anvil was firmly attached? Unk. When the device was fired, where was the indicator within the green zone/gap setting scale? Around behind 1/3. Was buttressing material utilized? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch heard. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes. Revolutions were na. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. What were the indications for surgery? What was found? No. Does the patient have any relevant history of surgical treatments? If so, what? No. What is the patients age and sex? Male and 53 years old. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: please provide clarification on the difficulty of removing device from the tissue. Sorry, the sales rep could not get information from surgeon on how to remove the device but confirmed that no adverse impact to the patient and the patient is fine now.